Event description:
The distributor reported that the tyvek packaging had a hole. This resulted in a breach in the sterile barrier. This was identified during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The returned device was visually examined and the complaint is confirmed. The tyvek had a small cut creating a breach. The source of the cut is unknown. No root cause could be determined.